Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the tip of the blunt probe was bent. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided. Lot number updated to proper value.

Manufacturer narrative:
Device evaluation: the passive planar blunt probe was returned to the manufacturer; through visual/physical examination and functional testing the reported issue was able to be duplicated. As reported, the tip of the returned probe was visibly bent. With markers attached and fully seated, the probe returned good geometry and divot error readings. It was determined that there was a physical damage failure with the returned probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.